Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the pump shut down twice. The customer's blood glucose (bg) level was in the 400 mg/dl range and a bolus of insulin was delivered to address the high bg level. Tandem customer technical support (cts) determined the customer had received multiple occlusion alarms causing the pump to stop insulin delivery. As the occlusions had occurred in the past, cts was unable to perform a system check with the contact to determine a possible cause of the occlusions.